Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? The reported lot 20200713 is invalid. Please provide valid lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Other relevant patient comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? When was the wound re-sutured? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a cut by knife finger surgery on (B)(6) 2021 and the suture was used for suturing finger wound. Five hours after surgery, the patient experienced itching and post-op inflammation. The doctor removed the suture and changed another new one to sew again. Orally taking loratadine tablets 10 mg was given to the patient. 6 hours later, the patient's condition changed better. Additional information has been requested.